Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that visual and optical examination of the implant identified metal insert fractured at the centerline, and the implant peek material surrounding the insert deformed and cracked. The foregoing observations are consistent with bend stress overload during attempted implantation.

Event description:
It was reported that the patient underwent a tlif procedure at levels l3/l4. The cage broke during implantation, but no fragments were left in the patient. The cage was replaced with a new one.